Event description:
It was reported to manufacturer by dealer american homecare supply, per dealer the hydraulic jack broke bolt at bottom of jack came out, looked as though it unscrewed itself. Dealer replaced the jack and returned to end user home in 08/2005 then shipped back failed jack to manufacturer. Patient sent to hospital ER for evaluation bruising evident, length of stay unknown, patient is back home now.